Event description:
During clinic follow up, post-paced t-wave oversensing was observed on the implantable cardiac defibrillator (ICD). Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Correction: upon review, the implantable cardiac monitor (ICD) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Related to manufacturer report number: 2017865-2022-21430. Additional information received indicated the post-paced t-wave oversensing was due to a loss of capture on the left ventricular lead. No device malfunction was alleged.